Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low p waves and the physician suspected the lead had dislodged. It was also noted that the position check had failed. The lead remains in use. No patient complications have been reported as a result of this event.